Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. The product was not returned for evaluation; therefore, no analysis could be performed to determine whether a device defect was present, and the reported issue could not be confirmed. A risk review confirmed that the event type cancelled/rescheduled procedure is documented in the product risk documentation and has been considered during the product risk analysis, supporting an acceptable risk benefit profile for the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The reported event of cancelled/rescheduled - post sedation/sedation unknown will be addressed as adverse event related to procedure since the event was not completed due to the complications faced during the procedure. Based on the available information and the lack of device evaluation, there is insufficient evidence to determine the exact cause of the event; therefore, unable to exclude device problem was identified as the most probable cause.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii device was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2026. During the procedure, the spybite forceps would not advance out of the scope. Troubleshooting maneuvers were performed; however, the physician was unable to complete the ercp. No patient complications were reported as a result of this event.